Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon went to trial the std neck on the sz 16 corail broach, the neck did not slide onto the broach very well, to the point the surgeon had to use a mallet to seat the neck trial. It was extremely difficult to remove the neck after trialing and the surgeon had to pry the neck off of the broach. After the instruments were washed, it was found that the problem was with the post on top of the broach. Impacting may have damaged the neck trial as it does not fit as smoothly as it should on other broach trials.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the returned instruments confirmed the trial neck is stuck on the trunion of the broach. Provided information states it was found that the problem was with the post on top of the broach. The root cause appears to be attributed to inadvertent user error. A complaint database search on the provided product code family identified similar reports which were attributed to product wear out and or misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.